Manufacturer narrative:
This report is submitted on (B)(6) 2017.

Event description:
Per the clinic, the patient experienced inflammation, swelling at the wound site and breakdown of the wound. The patient was treated with oral antibiotics; however the issue could not be resolved. Subsequently, the patient was hospitalized (date not reported). The wound was cleaned and IV antibiotics were administered. The patient is being clinically managed. The implanted device remains.